Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined . Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during service and evaluation of the battery oscillator device, it was determined that the device had a cracked oscillating head, the set screw/thrust disk was worn out, and the motor had vibration and was making a high-pitched noise. It was further determined that the device failed pretest for general condition. It was noted in the service order that the device¿s saw head had a crack on it. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.